Event description:
It was alleged that the set leaked and air was observed in the line to the pt. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer report date-06/11/98. The set was not received for evaluation. Without the actual sample the manufacturer is unable to determine the root cause. The user facility will be requested to save any samples should this recur.